Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the patient bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. Testing of the monitor found that it was alarming as intended. Analysis of patient rhythms showed some high aberrant heart rate due to interference. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that the patient bedside monitor did not alert the user via alarm when a configured alarm limit was exceeded. No patient harm was reported.